Manufacturer narrative:
H11: the following sections were updated/corrected/added: a2, a3, a4, b4, g3, g6, h2, h6, & h11. H2 - evaluation summary: right heart catheterization is a procedure that carries inherent risks, including bleeding and vascular complications. Among these, hemoptysis is a known procedural complication and is noted in the product's risk documents and instructions for use (IFU) as a potential risk of the overall procedure. Hemoptysis is typically a transient and reversible adverse event, which may occur secondary to patient factors and/or injury to the arterial vessel wall through handling of interventional products used during the implant procedure (such as guidewires or the delivery system). The IFU instructs, "patients who are currently on anticoagulant therapy, or those in which chronic anticoagulant therapy is indicated for hf treatment should discontinue use of anticoagulant therapy 1-2 days prior to the cordella sensor implant and restart treatment post-implant. An inr of <1.5 is recommended prior to sensor implant for subjects who were previously on anticoagulant therapy." Despite these considerations, the cordella system provides meaningful clinical benefits through remote pulmonary artery pressure monitoring, which supports more effective management of chronic heart failure. At the time of the report, the patient is currently able to take readings successfully in stable condition. The product used in this case was not returned for analysis and as such, a product malfunction could not be confirmed. The device history record (DHR) for the sensor lot was reviewed, and it was confirmed that all manufacturing operations and inspections were performed, all acceptance criteria were met, and no relevant nonconformances were associated with the lot at the time of manufacture. Considering all information available at this time, handling and procedural factors (guidewire placement/readvancement) may have been a contributing factor to this event. There is no evidence to suggest a design or manufacturing cause for this event. As such, no additional preventative or corrective actions are required.

Event description:
Approximately thirty minutes after device implantation the patient experienced hemoptysis prompting hospitalization for further evaluation. The patient has since recovered and has been discharged. No further complications have been reported.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.